Event description:
It was reported during most recent in-office visit, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. This was observed in all vectors except distal coil to can. Technical services (ts) was consulted and provided the health care professional (hcp) with troubleshooting options. The hcp will discuss with the physician. At this time, evidence suggests the device system remains in-service. No adverse patient effects were reported.